Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that prior to an angioplasty procedure, the hub of the pta balloon was allegedly found detached, upon opening the package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter was returned for evaluation. The strain relief was noted to be dislodged entirely from the catheter shaft. No hub detachment was noted, nor were any other anomalies noted during the visual evaluation. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported strain relief dislodgment as these anomalies were able to be noted during the visual evaluation of the returned device. A definitive root cause for reported strain relief dislodgment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 11/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the hub of the pta balloon was allegedly found to be detached upon opening the package. It was further reported that the device was allegedly dislodged. There was no patient contact.